Event description:
Patient reported right side "infections". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "infections".

Event description:
Patient reported "infections". Later, healthcare professional reported "body rejected implant and leaking.". This record is for a right side. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: exposure and deflation.